Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self-activated. There was no patient contact.

Event description:
It was reported that during preparation for a biopsy, the device allegedly self-activated. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this serial number met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this serial number and failure mode. One magnum biopsy instrument was returned for service and repair. Functional testing was performed. The investigation is unconfirmed for self activation, as no anomalies were noted during inspection and the issue could not be reproduced. However, the investigation is confirmed for failure to prime, as the compensator spring was noted to be out of position contributing to the priming issue. Per the service and repair record, the compensator spring was noted to be out of position contributing to the priming issue. A definitive root cause for the compensator spring position issue could not be determined based upon available information. It is possible that the confirmed priming issue was perceived by the user as a self activation issue. It is unknown if procedural issues contributed to the reported event. A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications) showed that the product labeling is adequate. (B)(4).